Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported delivery catheter (dc) shaft bend was confirmed, additionally, the device analysis indicated that the clip was difficult to open from the fully closed position as initially upon opening the clip, the clip jumped open to 180 degrees with standard troubleshooting by retracting the lock lever to 5mm past the blue line. After successfully establishing the final arm angle (efaa), the clip was able to open to invert smoothly with no issues. The investigation was unable to confirm the lock lever feeling tight and arm positioner feeling different. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a manufacturing issue. All available information was investigated and the reported bending/deflection of the dc shaft appears to be a normal function of lock lever retraction, as tension is being placed on the device. The investigation was unable to determine a conclusive cause for the clip actuation issues, the lock lever feeling tight and arm positioner feeling different, and no issues with the lock lever or arm positioner were identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the clip jumped open during returned goods analysis testing. It was reported that during preparation of the clip delivery system (cds), after establishing final arm angle, the lock lever was retracted, but felt tight. When the arm positioner was turned, it felt different and the clip would not re-open. It was noted that when the clip was unlocked and the arm positioner was turned, the delivery catheter (dc) shaft would bend significantly, but the clip did not open. Troubleshooting was performed, but was unsuccessful. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. Returned device analysis found that when the arm positioner was fully rotated to the counter-clockwise direction, the clip jumped open approximately 180 degrees. No additional information was provided.